Event description:
The customer has reported that the mam3001 was used to deploy marker and the tip was sheared off into the biopsy site. The customer has reported that the pt has had surgical procedures due to cancer diagnosis. A letter has been issued for review from regulatory.

Manufacturer narrative:
The batch record for lot f11201301d1 was reviewed. All quality inspections and device specifications were met. The device identified for this event was disposed of after use, therefore direct analysis of the device was not performed. However, based on assessment of the batch record, the device operated as intended and within specification.